Event description:
On (B)(6) 2010, pt reported the infusion device displayed electronic error (e7) and the up and down buttons were not functioning as intended. Pt removed and reinserted battery and the electronic error (e7) persisted. Concern with buttons were noticed earlier in the day when attempting to bolus. The up button functioned as intended during troubleshooting call, and the down button did not respond properly. Pt started this infusion device in (B)(6) 2007, and boluses 3-6 times per day. The up and down buttons pop up after being pressed. Infusion device was not dropped or exposed to water or insulin ingress. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.